Manufacturer narrative:
Literature citation: madineni ra, smith cm, clark sw, boorman dw, wu c, wang d, harrop js, sharan ad. Effect of preoperative opioid dosage on postoperative period after thoracic spinal cord stimulator surgery. Pain medicine. 2017. Doi: 10.1093/pm/pnx250. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued.

Event description:
Abstract: the article aimed to study the impact of preoperative opioid dosage on postoperative length of stay (los) in patients undergoing thoracic spinal cord stimulator (scs) placement surgery as a primary objective. Secondary objectives of the study included investigating patient-controlled analgesia (pca) usage and postoperative complications like fever in relation to patients¿ preoperative opioid dosage and postoperative los. The authors concluded that patients on high-dose chronic opioid therapy, defined as a morphine equivalent dose (med) greater than 100 mg, who undergo thoracic spinal cord stimulator surgery tend to have longer postoperative hospital stays compared with patients on lower-dose opioid therapy. Reported event: it was reported that one patient who was implanted with a thoracic spinal cord stimulator (scs) experienced a superficial wound infection. It was noted the patient¿s preoperative morphine equivalent dose (med) was greater than 100 mg. No further complications were reported or anticipated. See attached literature article.